Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached 512 mg/dl while wearing the pod between 4 and 24 hours. Symptoms reported include hyperglycemia. As treatment, the patient administered a bolus of 10 units of insulin followed by another 7.2 units of insulin. Once at the hospital the patient removed the pod. The patient was given intravenous fluids, intravenous g5 fluids, insulin and endotool drops. The patient's blood glucose history are as follows: (B)(6).